Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this is one of two complaints that occurred during the same procedure. Reference associated manufacturer report number 3005099803-2009-04898. It was reported to boston scientific corporation that two c.r.e. Esophageal/pyloric wireguided balloon dilatation catheters were used during a colonic dilatation procedure on (B)(6) 2009. According to the complainant, during the procedure, the cre balloon was being used to dilate a stricture in the colon. However, after dilation, the balloon did not fully deflate. The balloon was removed from the scope with some difficulty. A second of the same device was used with the same outcome. Information provided also indicates that a vacuum was not applied to the catheters before insertion into the scope. An alliance inflation device was filled to 35 ml for each dilation. The procedure was completed with a third c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.